Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 204 (belt/monitor unusable). The cause for the service code 204 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).